Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV, ptosis and a deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a unspecified saline implants smooth and suffered from a bilateral capsular contracture baker grade IV, ptosis and a deflation. As a result, the patient had undergone removal and replacement with 420cc mentor smooth round high profile on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On 07/28/2021, it was reported to mentor that the procedure was breast augmentation revision. The right side device was mentor smooth round moderate profile 325cc, has a serial number to (B)(6), lot number 5847084 and the date of implantation is (B)(6) 2009. The left side device was mentor smooth round moderate profile 325cc, serial number to (B)(6), lot number 5921008. On 7/30/2021, the product was returned to mentor for evaluation. A manufacturing record evaluation was performed for the finished device 5847084 number, and no non-conformances were identified. On 8/8/2021 , mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 325cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).